Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck in the catheter. While isolating the left superior pulmonary vein (lspv) the patient found it had become difficult to move the guidewire in the catheter, the resistance was felt while attempting to withdraw and advance the guidewire. They removed the catheter and wire and found the guidewire was completely stuck in the catheter, so both were replaced. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still stuck inside. Dissection revealed that the guidewire lumen had dried blood between the guidewire lumen and the guidewire. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted. Based on all the available information the observed stuck guidewire was likely due to unintended use error due the observed dried blood in the lumen. It is likely that the damage occurred when the user deployed/undeployed the catheter without a guidewire inserted."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck in the catheter. While isolating the left superior pulmonary vein (lspv) the patient found it had become difficult to move the guidewire in the catheter, the resistance was felt while attempting to withdraw and advance the guidewire. They removed the catheter and wire and found the guidewire was completely stuck in the catheter, so both were replaced. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.